Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons broke open inside of me...had to try and get the material from inside of me- vagina [foreign body in reproductive tract]. Tampons broke open [device breakage]. Case narrative: consumer reported via e-mail that the tampon broke open while inside of her. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons broke open inside of me. Had to try and get the material from inside of me- vagina [foreign body in reproductive tract]. Tampons broke open [device breakage]. Case narrative: consumer reported via e-mail that the tampon broke open while inside of her. No serious injury reported.